Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 561 mg/dl and the cause was not known. High bg was addressed with insulin injections. As the event had occurred in the past, tandem technical support advised the contact to discuss the event with a healthcare provider.